Event description:
Analysis of the flashcard was completed on 11/10/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The flashcard was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Event description:
It was reported that the physician's handheld will not hold a charge when unplugged from the electrical outlet. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Analysis of the handheld was completed on (B)(4) 2015. During the analysis, it was identified that the main battery was installed backwards. As a result, the handheld was unable to charge and receive power from the battery. Once the battery was removed and installed correctly, no anomalies associated with the main battery were identified during the analysis.